Manufacturer narrative:
A partial lead was returned in three segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to electrophysiology laboratory. Upon interrogation, the patient's right atrial(ra) lead exhibited noise. Patient experienced phrenic nerve stimulation, possibly due to the left ventricular(lv) lead. The ra and lv leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2019-10417.